Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 600 mg/dl. Customer stated that they fell asleep and connection infusion set was disconnected. Customer reported that the high blood glucose levels began on. Customer's blood glucose value was 600 mg/dl. Customer declined to troubleshoot for high readings and detachment the product was not returned for analysis.